Event description:
It was reported that the user experienced a low blood glucose event, with a measured value of 62 mg/dl, and corrected the event with oral glucose in the form of juice. Symptoms included no reported clinical manifestations associated with hypoglycemia. Outcomes included resolution of the low glucose without medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education provided to the user. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemic event remained unclear. It was concluded that the event was user-managed with oral glucose and no further clinical sequelae were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.